Manufacturer narrative:
Exact date unknown, event occurred in july 2023. July 2023. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6). Batch: 20722910.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The patient was doing well postoperatively. All explanted device components were discarded by the facility. No further information has been obtained despite good faith efforts.